Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210118326, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer, via the manufacturer representative, reported there was discharge at the site of implant. An infection was noted the patient was given antibiotics. In addition, both the implantable neurostimulator and lead were removed. The issue was indicated to be resolved. No further information was provided. A follow up report will be sent if additional information is received.